Manufacturer narrative:
The reported event is associated with a clinical trial (nct02844465) conducted under an investigational device exemption (ide). The device was not evaluated by the manufacturer as there was no allegation of deficiency against medtronic products. A medtronic representative reported that the reported incident is an inherent risk of the procedure. As the procedure is known to lead to headaches and extended hospitalization following the procedure.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy procedure, the patient experienced a headache on the same side of the head as the procedure was performed. The reported incident resulted in the patient remaining in the hospital longer than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information the patient experienced throbbing holocephalic headache with associated photo-phobia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was administered tylenol 3 po and an oral dosage of magnesium oxide. It was noted that the headache was consistent with a migraine and that the issue would be treated by an outside neurologist. The issue was found to be unrelated to the thermal therapy system and was related to the procedure.

Manufacturer narrative:
Correction: prior to the reported issue being resolved. The patient was provided with tylenol 3. The reported issue was investigated by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue as the reported outcome was a known adverse event of the procedure. The software functioned as designed.